Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report no audio output from the receiver on (B)(6) 2016. The patient indicated that medical intervention was required but did not provide event details. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available. The product was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
Sr-628506.

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and the test failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).